Manufacturer narrative:
A visual examination of the returned device revealed no apparent signs of damage or imperfections. Further evaluation found a bent tip with the catheter. The complaint was not fully confirmed, the guidewire passed through the bladder access lumen without any issues. The catheter tip did have a slight bend to it, which could have occurred due to the multiple failed attempts at catheter placement. There was no problem found with the returned hxc. Not all patients are able to accept placement of the catheter.

Event description:
It was reported that during a prolieve procedure for benign prostate hyperplasia (bph) on a male patient ( age and weight unknown), the physician was unable to place the catheter into the patient. Follow-up indicated that during placement the catheter tip rolled up onto itself causing the device to dig into the patient's urethra. After several attempts, including use of a guidewire, the physician was unsuccessful placing the catheter. The procedure was aborted. The patient suffered a slight tear in the urethra and a foley catheter was placed at that time. The patient is voiding and the catheter has since been removed. The urethral tear has healed on its own with no long term problems.